Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) was requested and to date, a response was not received; therefore, a review cannot be conducted. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robot-assisted rectal resection and ¿subcutaneous emphysema developed and spread to the neck. There were no aftereffects and the patient is showing signs of recovery. No special treatment was given. The anesthesia time was extended, but the exact time is unknown.¿. The procedure was completed without an alternate device. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced subcutaneous emphysema.

Manufacturer narrative:
Update: a device history record (DHR) review found no abnormalities that would contribute to this reported event. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) was requested and to date, a response was not received; therefore, a review cannot be conducted. (B)(4). Per the instructions for use, the user is advised the following: incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robot-assisted rectal resection and ¿subcutaneous emphysema developed and spread to the neck. There were no aftereffects and the patient is showing signs of recovery. No special treatment was given. The anesthesia time was extended, but the exact time is unknown.¿. The procedure was completed without an alternate device. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
(B)(4) japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on 25mar25 during a robot-assisted rectal resection and ¿subcutaneous emphysema developed and spread to the neck. There were no aftereffects and the patient is showing signs of recovery. No special treatment was given. The anesthesia time was extended, but the exact time is unknown.¿. The procedure was completed without an alternate device. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced subcutaneous emphysema.